Event description:
It was clarified that the patient's issues began in (B)(6) 2013 when the patient received the botox injection the same day as the refill. The patient was having some discomfort with the pump and wanted it removed. Around the incision, the area got hot, and the patient felt like "melting away, decaying, hot water, [and] cold water." This began around 4-5 months ago. The patient was weaned off the pump; the pump was currently not in use.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient would experience a ¿sinking, melting sensation¿ when lying down. It was indicated that the cause of the event was unknown, but was not related to a device malfunction. The pump was interrogated and there were no stalls seen. The plan was to taper down the baclofen per the request of the patient and his wife. The baclofen used in the device system was reportedly compounded.

Event description:
It was reported that for the past two weeks, the patient had felt like his body was ¿melting away¿. The patient felt this more when he was in bed or in his recliner than when in his wheelchair. The reporter had taken the patient to the emergency room twice, once on 2013 (B)(6) and once on 2013 (B)(6) because, the patient didn¿t think he would be able to make it through the night. It was also noted, the patient had gone the second time due to symptoms related to spasticity. The patient also experienced stiffness ¿every so often¿ which was why the patient got the pump and got botox. It was reported that ¿one time¿ the patient got stiff and the pump bulged out and ¿one time¿ the patient got loose. When the patient got loose his mouth got soft so his dentures wouldn¿t stay in. It was reported, the patient¿s therapy wasn¿t working as expected. It was reported, the patient had a CT, x-ray and EKG (electrocardiogram) done when he was in the hospital the previous saturday in reference to the report date. The patient didn¿t have any testing or imaging done on the pump because, the health care provider (hcp) in the hospital was not familiar with the device therapy. The follow up hcp reportedly had a CT ordered for the patient on the report date. The reporter had called the managing hcp however, he had not yet returned her call. The reporter didn¿t think the hcp knew the patient was in the emergency room yet. It was noted on the patient¿s last refill on 2013 (B)(6), the patient received botox that same day which was the first time the patient received botox and a refill the same day. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.